Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient has undergone an uphold procedure on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the patient had urinary tract infection and was on medication for three days. The event resolved (B)(6) 2015. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted